Manufacturer narrative:
Manufacturing review: the lot number was provided and a lot history review was performed. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 04/2021).

Event description:
It was reported through the results of a clinical study trial, a focused force pta balloon was used to treat the left femoral artery and dissection was identified. It was further reported that approximately 6-month post index procedure, occlusion was identified via duplex ultrasound. It was further reported that the medical intervention was required to treat the patients. The current status of the patients is unknown.